Event description:
It was reported that the device was alarming for "no o2 dosing possible". There was no patient involvement during the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a supplemental report when our investigation is completed.